Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plunger bd plastipak syringe with disposable needle was broken during use.

Event description:
It was reported that a plunger bd plastipak¿ syringe with disposable needle was broken during use.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The damage to the plunger can be generated during the feeding of the same by binding of the component in the guides or because the disc is not synchronized at the speed of the supply system for the assembly, however this can be generated during the process and the defectives parts are within the acceptable quality limit. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.